Event description:
It was reported that the implantable cardiac monitor (icm) was oversensing noise/ electromagnetic interference. The icm remains in u se. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.